Event description:
It was reported that the ilet display screen was cracked while the patient was at a friend¿s house, after which the patient transitioned to backup therapy and a replacement ilet was arranged. Symptoms included no reported changes in blood glucose. Outcomes included no injury, no medical intervention beyond switching to backup therapy, and no hospitalization. Investigation included a review of the reported damage and logistical processing for device replacement and inspection of the returned device. Investigation of this device revealed physical damage to the device¿s screen consistent with external impact, with no reported device performance malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device manufacturing or design.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.